Manufacturer narrative:
Device evaluation: h2, h3, h6 and h10. Results of investigation: technical support evaluated the ventilator. The cause of the issue was attributed to a defective mmi. According to technical support, the mmi v.1 can no longer be repaired. Technical support advised the customer to replace the mmi.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that there are vertical lines with different colors on the display of the monsoon iii which makes the touch buttons offset. Additionally, it was reported that the end user experienced difficulty in changing device parameters. The customer confirmed that there was no patient involvement associated in this event.